Event description:
Patel sa, pang jh, et al. Reliability of venous couplers for microanastomosis of the venae comitantes in free radial forearm flaps for head and neck reconstruction. J reconstr microsurg 2013; 29:433-436. This published article is a retrospective review of consecutive cases of head and neck reconstruction performed with venous couplers at the fox chase cancer center in philadelphia, pennsylvania between january 2004 and july 2010. The thirty nine (39) reviewed cases where a venous coupler was used, one (1) pt required reoperation with pectoralis flap repair of the fistula. No further details were provided.

Manufacturer narrative:
The product is not available for evaluation. A review of the device history record was not possible since the lot number was unavailable. Reliability of venous couplers for microanastomosis of the venae comitantes in free radial forearm flaps for head and neck reconstruction. Journal of reconstructive microsurgery 2013;29:433-436.